Manufacturer narrative:
The manufacturer previously reported a ventilator's sensor board was replaced to address a test step failure. No components were replaced to address the test step failure. The device was returned to the customer unrepaired.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. The device had evidence of water ingress.